Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl and the current blood glucose level was 272. The customer was assisted with troubleshooting. Customer did not called back to perform an high pressure test. Customer experienced symptoms such as dizziness for high blood glucose event. The customer was treated with manual injections for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service was dispatched as a result of high blood glucose event. The insulin pump will not be returned for analysis.